Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up and complained of feeling pocket stimulation. Upon interrogation, the right ventricular lead exhibited oversensing myopotentials. Noise was noted less in unipolar configuration, so the device was reprogrammed. The patient was in stable condition throughout the visit and would continue to be monitored.

Event description:
New information states that an asymptomatic patient was seen in clinic for routine device check. Upon interrogation, the lead exhibited noise with high ventricular rate episodes. The noise was not reproducible. No intervention was performed and the patient will continue to be monitored.